Manufacturer narrative:
Literature citation: b5 atkinson r, fikrey l, jones a, pringle c, patel hc. Cerebrospinal fluid infection associated with silver-impregnated external ventricular drain catheters. World neurosurg. 2016 may;89:505-9. Doi: 10.1016/j.wneu.2016.01.034. Epub 2016 jan 22. Pmid: 26805688. It was reported that the patient experienced an infection. The device was used for treatment and was not returned for analysis. We have not been able to confirm a relationship between the event and the device or identify a definitive root cause. As no lot number was provided it was not possible to carry out a device history review. A complaint history review has been conducted on the product family and event description, confirming a small number of previous complaints of this nature in the last 3 years. A clinical assessment determined that without clinically relevant patient-specific supporting documentation, a thorough medical investigation cannot be performed. The instructions for use and risk files, mitigate the reported issue with no updates required. The users of the reported product are advised to consult the IFU, to help prevent future occurrences of the reported issue. This guide provides comprehensive instructions of the operation, use and limitations of the device, including application and removal of dressings and skin preparation prior to use. This investigation is now complete, with no corrective actions required. However, we will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
On the literature article named "cerebrospinal fluid infection associated with silver-impregnated external ventricular drain catheters", it was reported that, during treatment of patients that underwent placement of an evd with silver impregnated evd catheter and iv3000 dressing applied to the wound, 1 patient of 263 presented an unknown infection. Additional details about how the treatment was concluded are unknown. Patients¿ outcome is unknown.